Event description:
The oxygen supply hose was found to be connected to the blender 50 psi hi-flow output connection. This connection of oxygen to the output of the blender, caused oxygen to flow to the low-flow blender output and was analyzed as 50% oxygen. When the hose was placed on the input side of blender it functioned according to manufacturer's specifications.